Event description:
Additional information received reported that the shock impedance measurement alert was increased. It was noted that all other measurements were fine when the patient was checked. No adverse patient effects were noted. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited elevated pacing impedance measurements which were not out of range. Troubleshooting was performed at that time and no issues were observed. The patient was to be monitored. Then additional information was received which reported that the shock impedance measurements were 125 ohms, and the rv pacing impedance measurements were greater than 2000 ohms. This was discussed with the health care professional (hcp). No adverse patient effects were noted. The lead remains in service.